Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a drive count error. The customer¿s blood glucose level was 92 mg/dl. The customer reported that the insulin pump received insulin pump error and said delivery stopped and was unable to rewind the insulin pump. The customer stated that they were able to clear the alarm. Customer states pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarms noted during testing. The motor was tested outside of the device and passed. (B)(4).